Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgery surgical procedure, the sureform 60 stapler jaws opened during the fourth stapling attempt. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the first stapler issue occurred during the attempt to fire while the jaws were engaged with tissue. The second stapler was outside of the patient when the issue occurred.